Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer initially called because she was getting an e3 error (a use error) on her contour next ez. She also stated several days previously, while talking to a friend she collapsed, referring to it as a coma. The friend notified a relative and an ambulance was called. She was given an injection and ultimately recovered. Specific information was not provided. According to the customer her contour next ez was not working at the time, but could not remember why it did not work. The strip information was not provided. A new meter was sent to the customer.